Manufacturer narrative:
A ge service representative performed an on site investigation. The leg extender was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the leg extension on the 2800 system table was hard to move. No patient injury was reported.